Event description:
Customer's mother reported via phone , the insulin pump alarmed motor error during prime. Customer's blood glucose was unknown. The device was not exposed to a magnetic field. Customer's mother was unable to fill the tubing manually. Customer's mother was advised to perform a fill cannula and the device didn't alarm. The first time the device has alarmed motor error in the past 30 days. The device history file did display a motor position encoder error alarm. Customer's mother agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm was noted on the history screen. The insulin pump had minor scratches on the display window, cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.